Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system server had an issue where orders were not crossing over to the station. A technical support specialist (tss) stopped the carefusion coordination engine (cce) service and then restarted the service. The tss confirmed that messages were being received successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server orders were not crossing over to the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.